Event description:
Healthcare professional reported left side capsular contracture baker grade iii, double capsule, deep folds, and fluid. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d6a, d.9, h.3, h4, h.6 device evaluation: based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe. ¿ seroma-late: unable to observe. ¿ double capsule: unable to observe. ¿ crease/folding of implant: observed creases on the device. ¿ anxiety-product/procedure: unable to observe. As per the investigation procedure, deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side capsular contracture baker grade 3, double capsule and deep folds in the implant per ultrasound, fluid around the implant against a 410 implant". Device has been explanted.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade 3. Double capsule, deep folds and fluid. Device remains implanted.

Manufacturer narrative:
The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma.